Manufacturer narrative:
Investigation: a trima accel set received for investigation. No disposable defects were identified. The channel collect connector was inspected for defects; none were found. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the analysis of the run data file showed that the wbc holding capacity of the lrs chamber was exceeded. The trima operated as intended in detecting this contamination and flagging the product to be counted for wbcs. Based on the available data, this leukoreduction failure may be donor related.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.